Manufacturer narrative:
The main component of the system and other applicable components are:product ID: 3093-28, lot#: va0asbc, implanted: (B)(6) 2015, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 3093-28, serial/lot #: (B)(4), ubd: 12-jul-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was scheduled for a battery replacement, once the ins was explanted there was concern of infection. The ins was covered in a hard, white coating and the lead was compromised where the silicone attached to the electrode compartment. The lead and ins were removed due to possible infection. It was reported that the issue was resolved at the time of the report no further complications were reported or anticipated.